Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the progra,,ER was confirmed. The programmer had a black screen when booting-up which was caused by input/output printed circuit board (pcb) anomaly. The I/o pcb was exchanged and the issue was resolved. Moreover, the programmer had deep scratches. This programmer was repaired and the issue was resolved.

Event description:
Boston scientific received information that this programmer made an unusual sound. The screen became black and a burnt smell was noted. This programmer would be returned for analysis. There was no patient involved.